Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the filter removal procedure the snare could not be disengaged once the filter was retrieved as the portion of the snare that was outside of the body would accordion on itself. The procedure was successfully completed by manipulating the snare. Device imaging identified the tip of the inner sheath contains nicks and the outer sheath tip is damaged. A section of the device did not remain inside the patient¿s body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.